Event description:
Received implants in 2012 as part of reconstruction after breast cancer diagnosis and mastectomy. In 2013, odd incident two weeks post uti where I was hospitalized for 6 days and developed high fever 103, muscular aches, renal pain, vascular pattern appeared on legs. Concluded it may have been a reaction to levaquin, but not completely sure. In 2014, developed a number of gi issues (bloating and diarrhea, yellow stools), worsening asthma (had exercise included prior that never required emergency intervention) dx w bronchiectasis on 2016 ( I do not smoke nor have spina bifida), extreme fatigue. Immunology workup in 2017-2018 due to abnormal labs-inconclusive "non-specific autoimmune issue" 2017 multiple ER visits for lung problems and hospitalized in ICU on bipap. Swollen lymph nodes at base of tongue. 2018- referred to (B)(6) as my pulmonologist could not figure out why I kept getting worse. (B)(6) diagnosed vocal cord dysfunction as well w reconstruction on r side pulling as a contributing factor. I asked the pulmonologist if it was possible my breast implants caused my lung problems and she said it was possible. On (B)(6) 2019- developed rashes on breasts, trunk and arm pits, very dry skin, itching upper body, swollen lymph nodes, bluish sclera, l breast swelled and became painful an then returned to normal over time, muscle aches and joint pain, swollen joints, anxiety, strong emotions, headaches, worsening neck pain, vertigo, heart palpitations, metallic taste on my mouth, vertigo, dry skin and itching, sinus-allergy type issues, terrible brain fog and worsening fatigue, every time flare would happen would gain 5-10 # overnight, chest had constant mechanical issues due to pulling and I was in physical therapy since reconstruction. Bilat en bloc explant performed (B)(6) 2019. Since the explant the following have resolved: sinus / allergy sx, muscle aches, swollen and painful joints, headaches, neck pain, anxiety, strong emotions, enlarged lymph nodes, palpations, vertigo, metallic taste in mouth. The brain fog and energy are improving. Almost all rashes are gone. Bluish sclera is resolving, gi sx have not changed yet. Lost 11 # of inflammation without changing anything and have not been able to exercise in the post op period. I do not have all labs, I am getting records and pics of implants. FDA safety report ID # (B)(4).